Event description:
Event description boston scientific, crm received information that this right atrial lead was abandoned surgically due to a suspected fracture. Another right atrial lead was successfully implanted during the procedure. No adverse patient effects were reported.